Event description:
It was reported that balloon rupture occurred. The chronic total occlusion (cto) target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A non-bsc guide wire was advanced to the lesion. A 1.5mm x 20mm x 143cm coyote es balloon catheter was selected to dilate the lesion. The balloon ruptured at 8 atms during the first inflation. The procedure was completed with a 2.0mmx4cm coyote balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).